Manufacturer narrative:
Treatment provider states that the pt is suspected of having a pd catheter issue and attributes peritonitis to patient colitis. Additional medical info has been requested from the pt's treatment provider to support the clinical investigation process. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a pt was diagnosed with peritonitis on (B)(6)2014 and treated with two grams of vancomycin. The pt was hospitalized on (B)(6) 2014 and discharged after five days. The pt has been undergoing hemodialysis treatment since (B)(6)2014.